Event description:
It was reported that pump display had pixel issue and screen appeared black with multiple white lines, which affected ability to read and interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy.